Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and denied. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: device codes - remove 1068, 1354. Conclusion code - remove 11.

Event description:
Additional information received confirming that a type ia endoleak was confirmed per CT, and the physician elected to treat the patient by implanting a suprarenal afx device on (B)(6) 2018. At the conclusion of the procedure, the endoleak was confirmed resolved and the patient was reportedly stable.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, a type I (a or b) endoleak was detected with aneurysm sac enlargement (greater than 8cm) during routine follow-up. The patient is reported in stable condition and will continue to be monitored. There have been no additional patient sequelae reported.